Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, organ perforation, dyspareunia and neuromuscular problems. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent lso & adhesiolysis on (B)(6) 2008 due to pelvic adhesions & left ovarian cyst. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced bacterial vaginosis. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
(B)(4).